Manufacturer narrative:
This report is being submitted as follow up no.2 to provide a correction to section d9 as it was initially reported that the device was not available. However, the device was available and has been received. Provided the completed investigation results. One (1) 6 french angioseal vip vascular closure device was returned for product evaluation. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. The component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. The exact cause of the issue cannot be determined but it is likely that distortion in plastic features on the mating area between two components led to mating insufficiency.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2023-00848.

Event description:
Additional information was 04jan2024: both devices were used on the same patient during the same case. The issue with the first device was noted, so they pulled a second device. The second device had the same issue and did not go into the patient. Manual compression was then used to achieve hemostasis. The patient was fine.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3; patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior sister. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was not clicking together. The issue was found before use.